Event description:
It was reported that the patient was experiencing discomfort in her neck despite have the vns explanted. X-rays were performed and the physician believed that the discomfort was related to the presence of the electrodes remaining on the nerve after the explant surgery. The facility's x-ray report indicated that a bump was felt and that portions of the vns lead wire were observed in the neck at the level of the mid and lower cervical spine. The x-rays have not been reviewed by the manufacturer to date.

Event description:
Follow-up from the provider indicated the diagnostics during use were within normal limits.

Manufacturer narrative:
Unique identifier (UDI) #, corrected data: the unique identifier was inadvertently provided incorrectly on the initial report.

Manufacturer narrative:
Unique identifier (UDI) #, corrected data: the unique identifier was inadvertently provided incorrectly on follow-up report #2.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's generator and lead were explanted because it was uncomfortable. Analysis was performed on the returned generator and it performed according to functional specifications. Analysis of the lead revealed typical wear and explant related observations. Additional relevant information has not been received to-date.